Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level were 495 mg/dl, 400 mg/dl and 396 mg/dl. Customer was treated with injections and insulin shots. Customer was using auto mode feature. The cannula was bent. The device will not be returned for analysis.